Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient and the patient's wife contacted the rep with concerns about the patient's system. They stated that the dbs therapy was doing fine, butt that they were very afraid of losing his therapy due to two events: there charging sessions reached 100 percent battery capacity quicker than usual (1-2 minutes vs the usual 10-15 per day), leading them to question the health of the battery and/or the accuracy of their charger unit display, and they tried out a life chair on thursday and was concerned that the chair's electric motor may have caused damage to their generator. Environmental/external/patient factors that may have led or contributed to the issue included trying out a lift chair due to mobility concerns. Diagnostics/troubleshooting included impedance check and report. Inspected recharging hardware which was fine. No interventions/actions taken. The issue is reported to be resolved. No further complications were reported or anticipated with this event.